Event description:
One field of the plan was treated two time because varis did not record the first treatemtn of the field due to a full database. The system gave the customer an appropriate warning message but the technologist just hit "ok" and continued anyway possibly because the warning the warning message is in english and the grench technologists may have understood it. This error caused the patient to receive 4.5 gy instead of the planned 3 gy. Since this was the last treatment day for this patient, the overdose could not be compensated for, however, in the physician's opinion, the slight overdose would not lead to any adverse health consequences.